Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image disappeared and stripes appeared on the image during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "image disappears, stripes in the image" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor water- tightness of cable unit, water tightness is lost. Based on the results of the investigation, the cause of the reported image disappears, stripes in the imaged was unable to be determined. Additionally, the most probable cause of poor water tightness is likely due to stress. However, the root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.